Manufacturer narrative:
A sample device was not provided for analysis. There was no indication of product identification; therefore, product and lot history would not be determined. Root cause could not be identified. The event reported was discovered in a literature article. No further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported about a case study in a literature article entitled, pars plana insertion of glaucoma shunt in eyes with refractory neovascular glaucoma. An (B)(6) female presented for a second opinion after a vast history of uncontrolled intraocular pressure associated with grade 2 iris neovascularization while taking 4 antiglaucoma medications. A trabeculectomy was performed in conjunction with a glaucoma filtering shunt being implanted. Due to bleb failure, a bleb revision with shunt repositioning was performed 1 month and 5 months after initial implantation. The intraocular pressure (iop) was controlled with a decrease in the iris neovascularization for a year, but was not persistent. Four years after initial shunt implantation, the patient presented with a report of decreased vision and discomfort. The iop was 40 mmhg. Adding oral and topical glaucoma medication did not aid in iop control. The shunt was then repositioned in another surgical intervention. It was placed into the posterior segment through pars plana3.5 mm behind the limbus. Follow up iop was 8 mmhg for more than 8 months after surgery without any medication and the bleb was still formed.